Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was explanted due to suspected infection. Upon removal, the physician no long suspected infection but noted that the patient had developed an abscess near the wound site. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.